Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the polyform distributor (boston scientific) that they have received a complaint on (B)(6) 2012, regarding a polyform product. The complaint states that as a result of the polyform implant, the pt suffers from urinary incontinence, urinary problems, inability to empty her bladder, infections, and fecal incontinence. The complaint was reported to bsc via email on (B)(6) 2012, from (B)(6), the pt's attorney. The pt is identified as "(B)(6)"; her date of birth is (B)(6), making her (B)(6) at the time of the procedure on the (B)(6) 2008. Her weight and height are not provided. The hospital where the implant procedure occurred is (B)(6). The pt's physician was dr (B)(6). The pt's pre-existing medical conditions were pelvic organ prolapse and stress urinary incontinence. No other information is available at this time. No other information regarding the product or the pt is available at this time. The polyform product lot number has not been provided to bsc.

Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as incontinence and infection is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).